Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to unknown reason on an unknown date. The customer¿s blood glucose level was 358 mg/dl at the time of incident. The customer performed a 5.0 unit fixed prime and the insulin did not exit and the pump alarmed no delivery. Troubleshooting was unable to complete. The customer¿s high blood glucose level was treated with manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.